Event description:
It was reported that during implant attempt, there was screw mechanism (helix) failure. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed that the helix was stretched out of specification, the helix was bent/destorted and there was some blood infiltration into thehelix mechanism.